Event description:
The sterilizer lower service access panel fell on the instrument technician's left foot while loading the sterilizer. An x-ray determined that the technician's foot was not broken.

Event description:
The user facility reported the employee is fine and has no sustaining injuries.

Manufacturer narrative:
A steris service technician visited the hospital to investigate this incident. It was determined that during on site installation, the lower service access panel had not been properly aligned with the brackets and magnets that secure the access panel. The access panel was adjusted so that this will not recur.